Event description:
The doctor reported separating a file in a pt's tooth during a dental procedure. The doctor elected to fill around the file to complete the procedure and will follow-up with the pt in about a month.